Event description:
Technician alleged the head section will not raise at all. No pt impact.

Manufacturer narrative:
Technician found the valve guide tube was stuck due to damage. The technician replaced the head-up valve guide tube assembly to resolve the issue.